Event description:
It was reported that pump experienced malfunction after pump got wet and displayed malfunction alert. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.